Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the electrode was returned severed at 147 mm from the terminal end. Only the proximal segment was returned. The returned portion electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any characteristics for the returned portion of the electrode, that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were noise markers on the presenting electrogram (egm). The noise had been occurring for three months. It was noted the patient had a left ventricular assist device. Boston scientific technical services (ts) was consulted and discussed programming options. Two months later the subcutaneous implantable cardioverter defibrillator (s-ICD) and a portion of the electrode were returned from an unknown source. The field representative reached out to the clinic and was notified that the cause of the revision procedure was due to was amplitude changes when patient moved into a certain position. Another manufacturer's implantable cardioverter defibrillator (ICD) system was subsequently implanted. No additional adverse patient effects were reported.